Manufacturer narrative:
As the lot number for the devices were not provided, a lot history review could not be performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for both the malfunctions. Therefore, the investigation is confirmed for the reported deployment issue. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model unknown filter vena cava filter allegedly experienced deployment issue. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. A (B)(6) years old female patient weighs (B)(6) lbs and another (B)(6) years old female patients weight was not provided.